Manufacturer narrative:
Reporter and reporting institution phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that there was a misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The customer replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for failure investigation (fi). Visual inspection of the touchscreen did not reveal any sign of damage or contamination. The fi technician installed the touchscreen into a pil ventilator to test the returned component and the failure was confirmed. Pil found that the touchscreen flex circuit failed required resistance testing. The high and out of specification resistance results are the reason for the touchscreen misalignment issue. G1 - contact information and contact office entity are updated.